Event description:
A biliary tube was placed in a patient for temporary drainage of ascites. When the physician attempted to take out the metal stiffener, it was stuck in the tube and causing the tube to buckle. Another catheter was used, and the patient was not injured.